Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication. The pump logs were provided and showed in the notes a catheter revision occurred on (B)(6) 2010 and was repaired with 8731sc kit. Further information was not provided. No further complications were reported/anticipated or expected.